Event description:
Reference MDR #1036844-2010-00208 for the first event involving the same patient (pt). It was reported that "three months ago, our (B)(6) female pt required ICU care at another institution after developing pneumonia & septic shock. This was complicated by a pulseless electrical activity (pea) arrest on her first day of admission requiring CPR for 7 mins. The prolonged ICU stay of several weeks needed hemodynamic & ventilatory support, with a trach in place. This admission was further complicated with the development of a bilateral superficial & deep vein thrombosis & pneumonia meningitis. She remained in ICU for approx a month. She was discharged to the ward where she was promptly readmitted for acute respiratory failure requiring non-invasive ventilation. A central venous catheter (cvc) was inserted & within 3 to 4 mins, she had a pea arrest requiring CPR & inotropes to support her circulation. She survived to be discharged to rehabilitation." It was noted that the brand of catheter used on the pt may or may not have been arrow.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.